Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the driver broke in the shank of the screw because the bone was so dense. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the tip diameter and material hardness confirms conformance to print specification.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.